Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.

Manufacturer narrative:
An event regarding inability to reduce the head involving a restoration modular distal stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot. Discussion with a consulting clinician indicates the event is user related. The surgeon should have performed soft tissue release to allow head reduction. Patient and device related factors did not contribute to this event. No further investigation for this event is possible at this time.

Event description:
It was reported that while in a revision of a depuy implant due to spacer dislocation the surgeon went to implant stryker and the patients head was scarred down and went to reimplant a restoration modular. Put the cup, screws, conical stem in. The shortest body and head were too long. Surgeon decided that he didn't want to do an osteotomy closed patient up and referred to other surgeon to complete the surgeon.

Event description:
It was reported that while in a revision of a depuy implant due to spacer dislocation the surgeon went to implant stryker and the patients head was scarred down and went to reimplant a restoration modular. Put the cup, screws, conical stem in. The shortest body and head were too long. Surgeon decided that he didn't want to do an osteotomy closed patient up and referred to other surgeon to complete the surgeon.